Event description:
A report was received that the patient was experiencing loss of stimulation and ineffective therapy. The patients leads had migrated and displayed high impedances. The patient underwent a lead replacement procedure wherein one of the leads was replaced. It is not known which lead was replaced. The patient was doing well postoperatively. Additional information was received that the model number of the lead that was explanted was sc-2366-70 and the serial number is (B)(6).

Manufacturer narrative:
The sc-2366-70 lead with serial number (B)(6) was returned for analysis and the complaint of high impedances could not be confirmed. The lead exhibits normal device characteristics, therefore the probable cause selected is no problem detected.

Manufacturer narrative:
Additional suspect devices: model sc-2366-70, linear 3-6 lead 70 cm, serial (B)(4). Model sc-2366-50, linear 3-6 lead 50 cm, serial (B)(4).

Event description:
A report was received that the patient was experiencing loss of stimulation and ineffective therapy. The patients leads had migrated and displayed high impedances. The patient underwent a lead replacement procedure wherein one of the leads was replaced. It is not known which lead was replaced. The patient was doing well postoperatively.